Manufacturer narrative:
A ge service representative performed an on site investigation. The dsmp board was replaced during the service call. The system was tested and found to e working as intended and put back into service.

Event description:
The fse reported, "the memory of the system did not startup so the system was unable to boot and the acquisition of images was impossible." There is no report of pt injury or death.